Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure in the superficial femoral artery (sfa). Reportedly, the proglide device was backloaded onto a 0.035 guide wire and while advancing the sheath of the device into the femoral artery, some portion of the sheath went into the artery but there was a lot of resistance while advancing the sheath. The tissue track was widen using the nick and spread technique; however, the sheath of the proglide would not advance completely into the femoral artery. The proglide device was removed and hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report the following additional information was received. There was resistance felt during insertion of the proglide device into the vessel. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - against resistance. Per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Evaluation summary: the device was returned for evaluation in pre-deployed position and the returned condition could not confirm the reported difficulty inserting the device into the patient anatomy due to resistance encountered. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.